Event description:
It was reported that there was a hardware failure that caused fluoro x-rays to become unavailable at the end of a pt exam. No injury has been reported; however, recurrence of this system malfunction may require that the pt be moved to another room during a procedure. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.